Event description:
During svc, the unit was found to stop cycle with all leds and a constant single tone audible alarm, due to integrated circuit u28 on the logic board being out of specifications. Replaced u28.